Manufacturer narrative:
The device was manufactured between 19sep2020 and 21sep2020. One hundred seventeen (117) devices were retained by the customer and the device was evaluated by an independent laboratory. It was further reported, the particulate matter was stated to be paper in 28 bags; styrene in 78 bags and tape in 11 bags; however, the condition could not be confirmed nor refuted. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in one hundred seventeen (117) exactamix 250ml eva tpn (total parenteral nutrition) bags. The events occurred after the bags were filled (post-compounding) with an unspecified volume of fentanyl and bupivacaine in 78 bags and norepinephrine bitartrate in 39 bags. The pm was identified by the customer as paper in 28 bags; styrene in 78 bags and tape in 11 bags. There was no patient involvement. No additional information is available.